Manufacturer narrative:
Concomitant medical product - model: d314trg, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients left ventricular (lv) lead exhibited elevated/high thresholds. Reprogramming was completed until the lv lead was eventually extracted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.